Event description:
The customer reported that during an ercp (endoscopic retrograde cholangiopancreatogram), the output of the unit increased on its own. The customer stated that an alarm was heard while a wire handpiece was in use. The device was not being used on the patient when this occurred.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.